Manufacturer narrative:
An investigation is in progress for returned product received on july 5, 2022.

Event description:
Big chunk of tampon missing from corner - misshapen [device physical property issue]. No adverse event [no adverse event]. Case narrative: consumer reported via phone that a piece of the tampon was missing from the corner, and it was misshapen. No injury was reported.

Event description:
Big chunk of tampon missing from corner - misshapen [device physical property issue] no adverse event [no adverse event] case narrative: consumer reported via phone that a piece of the tampon was missing from the corner, and it was misshapen. No injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.